Event description:
It was reported that during a da vinci cholecystectomy procedure, a frayed wire was identified on the permanent cautery hook instrument. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the cautery hook assembly and the strands stuck out approximately .092 at the wrist. The other cables at the wrist were intact and undamaged. Failure analysis investigation also found a deep scratch which measured approximately .044 x .110 on the distal clevis. Magnification of the scratch showed no missing material. The damage appeared to have been caused by instrument to instrument collision. Scratches were also observed on the yaw pulley. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if to recur.